Event description:
An operator was splashed in the eye with fluid from tubing going into a drain from the back of the instrument . The operator thought the fluid was waste and received antibiotics and steroid drops to his eyes. Investigation showed that the fluid was condensate (water) coming from the compressed air system through the water purification module exhaust tubing. There was no report of adverse consequences.

Manufacturer narrative:
The cause of the splash was the water purification line became unsecure from the drain and sprayed the operator in the face. The instrument is performing within specifications. No further evaluation of the device is required.